Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. There are no reports of pt injury or death associated with this event.